Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. Upon evaluation, the front response button switch was damaged. The cause of the inability to activate the device is the damaged switch. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.